Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have been returned to omsc for evaluation. Checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. When the foreign matter was analyzed for components, the same components as polybutyl cyanoacrylate were detected. It is possible that a drug such as a medical adhesive was derived, but it could not be identified. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, medical agent was remained in the instrument channel and there was blockage of the instrument channel. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. The subject device was transferred from sorc to omsc. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.